Event description:
During evaluation of a returned spectrum pump, the device does not recognize a closed door. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. Functional testing was performed and identified that the device does not recognize closed door. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upper hook switch which was intermittent. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.